Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. Pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and an unexpected alarm and a crack at the battery compartment. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 400 mg/dl at the time of incident. Troubleshooting was done for blank display and damage to the battery compartment but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.